Event description:
The customer alleges that the catheter migrated into the subarachnoid space. The device was removed and another attempt was successfully conducted. No patient injury or complications reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.